Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced low blood glucose level of 50 mg/dl. Customer was treated with food. Customer stated that the auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer stated that they were using auto mode. Customer declined troubleshooting for low blood glucose level. Customer did receive calibration not accepted alert. Customer did receive sensor updating alert. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose level. The insulin pump will not be returned for analysis.